Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The user confirmed calibration but expressed frustration and lack of motivation to continue using the system. Eview of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The re-link was completed successfully, but the customer became upset upon learning the system would return to the initialization phase and stated they were considering discontinuing use. A "new user at risk" alert was sent to the territory manager after the user stopped using the system temporarily. The case was closed after confirming the user resumed use and was in the weekly calibration phase, with instructions to contact customer care if further discrepancies occur. B4. Date of this report 23 dec 2025. G3. Date received by the manufacturer? 23 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported differences between sg and bg values. Upon technical support review, it was noted that in some instances the glucose levels were changing rapidly, and the sg values did not reach the bg values entered by the user. In these situations, the user may have administered insulin, taken medication, and/or consumed meals, causing glucose levels to begin decreasing or increasing before the sg value reached the bg value entered. The user was guided through a sensor re-link procedure and advised to continue using the system as normal. The user was instructed to contact senseonics if additional sg/bg differences were observed. A review of the data management system (dms) confirmed that the user is currently using the system and that all information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.